Event description:
Returned product received reported that the pt expired. The device was removed prior to cremation. No cause of death or relation to the device/therapy was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.